Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.

Event description:
(B)(6) complaint handling unit reported a broken plate. The first hospitalization was in (B)(6) 2008. The patient was in a traffic accident and suffered multiple trauma fracture in middle third of left radius with displacement, an open fracture in the lower third of the left femur with displacement, an open fragmentary fracture of the left tibia and fibula with displacement and traumatic neuropathy of the peroneal nerve at the level of upper third of left tibia. Surgery was on (B)(6) 2008 with an open reduction, internal fixation of left radius with plate, open reduction and internal fixation of left femur with a plate, open reduction, and internal fixation of the left tibia with tfn. Walking on crutches was allowed with partial load on the left lower limb. The patient reported on (B)(6) 2008, while walking in the corridor she felt a click in the area of the femur and afterwards she could not move without external help. She did not stumble or slip. The second hospitalization was from (B)(6) 2008 to (B)(6) 2008 for the refracture of the left femur with implant failure and consolidated fragmented fracture of left tibia and left radius. Surgery was on (B)(6) 2008 to remove the failed implant and revision fixation of the left femur with a intramedullary nail.